Event description:
The customer stated that he was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 531 mg/dl. The customer reported vomiting and a headache prior to the event. The customer also reported a motor error alarm during the rewind. The insulin pump was not exposed to a high magnetic field. Troubleshooting could not be conducted due to repeated motor error alarms during the rewind. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.